Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump would display an open circle after his set changes. The customer would also have high blood glucose after set changes as well. The patient's blood glucose at the time of incident was 425 mg/dl. The customer stated that the issue is usually resolved by changing the infusion set again; the blood glucose would decrease. It was discovered that the open circle was a dual bolus. The customer was advised on instances in which an open circle may occur. Troubleshooting was declined for the high blood glucose. The customer was advised to call back if issues persist. No products were returned or replaced.